Event description:
A customer contacted baxter technical service center regarding a system error code 2240 that occurred on the home choice (hc) during use. The technical service representative (tsr) had the patient close all clamps and cycle the power and disconnect from the machine. The tsr advised to contact the nurse. The nurse advised the patient to contact baxter. The patient stated there was a hole in the patient line extension. The hc unit was operational. No patient injury or medical intervention was indicated at the time of initial report.

Manufacturer narrative:
(B) (4). The patient discarded the sample.